Manufacturer narrative:
Explant was reported due to the leaflets not opening fully. The investigation found that there was focal organizing thrombus on the sewing cuff which did not impinge upon the mechanical components of the valve. Gross examination found that the leaflets opened and closed fully and completely. No inflammation or significant calcifications were present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
The patient was previously implanted with a non-abbott valve on (B)(6) 2019. It was reported that on (B)(6) 2021, the patient underwent reoperation and a 19mm sjm regent heart valve w/flex cuff was implanted due to severe stenosis. No implant complications were reported. Post-implant, the patient was examined with echocardiography to check that the regent valve was working properly. It was observed that the leaflets of the regent valve did not open fully; they only opened about 60 degrees. At the time, there were no plans to correct the leaflets not opening fully and the patient did not receive treatment. The patient was asymptomatic. The patient was reported to have been discharged. Additional information received on 22 october 2021 reported that on (B)(6) 2021, the regent valve was explanted due to incomplete coaptation. Associated symptoms included anxiety and chest tightness. A new 19mm trifecta gt valve was successfully implanted. Post-redo, the patient was reported to be in stable condition.